Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of a video of the device. Video evaluation summary: upon evidence found in video suggested that the right device was ruptured and the gel contained appears yellow. However it not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the evidence was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value the customer's assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 500cc and experienced a rupture on the right side, bilateral capsular contracture, baker grade unknown, and symptoms including pain in the armpit, fatigue, and unspecified health issues. As a result, the patient underwent explantation on (B)(6) 2019. Upon explantation, the ruptured implant was found to be discolored. This report is for the right side device.